Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: two photos were included in agile attachments for evaluation; photos showed an inflation line that was occluded. One (1) sample was returned for evaluation; the sample was received in used conditions without original package. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. An inflation line occlusion was detected. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. The sample returned was connected to a leak tester machine to identify any occlusion. Occlusion was detected. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. Therefore, according to the outlined procedures, the occurrence of this failure condition could be caused by the flow-line, bell-out and leak test procedure not followed correctly. For corrective action production personnel were notified by quality engineer as awareness for the failure mode reported by customer and the importance of adherence or following in this procedure. The root cause was traced to assembly error and the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms#(B)(4).

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the inflation line was found occluded, which would not allow the customer to put air in the cuff. No patient injury reported.